Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The clinical states that the ps were falsely negative but then all placement signal was lost. The data logs show that the ps was stable until 10/31 and had run for about 736 hours until the ps declines from 80mmhg to about 40mmhg and slowly declines to 20mmhg over 43 hours until it rapidly declines about 60mmhg to -40 over triggering ps alarms over the course of an hour. No ps adjustments were made during this time. Snr decreases to 0 but the rest of the 5s parameters remain relatively stable. Based on the pattern in the data logs as well as the clinical details, the root cause of the optical sensor issue is due to material wear. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. D6 explant information updated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella 5.5 in a 53 year old male patient. Prior to cut down, impella cp was weaned and explanted from the radiofrequency ablation and surgically closed. Impella 5.5 placed via right axillary artery, imaging reviewed prior to case. Successful cut down and graft attachment of 8mm graft.